Manufacturer narrative:
Result: known inherent risk of procedure. According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, vascular complications are a well recognized complication of the transfemoral tavr procedure in this elderly population with multiple co-morbidities. Edwards has reviewed many reports, including screening data records and source documentation of vascular complications and has found that the root cause is typically related to a combination of vessel size, tortuosity and calcifications. Although the incidence is decreasing with smaller sheath/delivery system sizes and physician experience, there will continue to be cases in which vascular complications will occur. The thv physician training manuals instruct on procedural considerations for sheath insertion with regards to proper screening critical to reducing vascular complications. The training manual instructs the operator on proper sheath insertion and withdrawal techniques, including pre-dilating the vessel with the edwards dilators, as needed. It also notes that calcification may reduce lumen diameter and limit or prevent transfemoral passage of the devices. The IFU contraindicates patients with ilio-femoral vessel characteristics that would preclude safe placement of sheaths such as severe obstructive calcification or severe tortuosity. Pre-procedure screening and assessment of the femoral/iliac artery internal diameters will enable the clinician to determine if the sapien valve can be delivered transfemorally. Assessment of location and amount of circumferential calcium will aid in determining areas of reduced vessel diameters. The operators are trained to measure minimum vessel diameter taking calcium into account. The physician training manual also lists the minimum recommended vessel size for each size device. Despite the best screening tools, a small percentage of patients will have femoral/iliac vessels that are not amenable to the trans-femoral approach or where increased resistance is encountered during insertion of devices. In many cases, the vessel minimum luminal diameter (mld) may be borderline or below the indicated size. In addition, significant calcification and/or tortuosity, not always appreciable on imaging, could be contributing factors to the event. The minimum required vessel diameter for a 16fr esheath is 6.0mm. The patient¿s access vessel mld measured 5.5mm with no calcification and no tortuosity reported. In this case, patient factors (less than adequate access vessel mld, calcification and/or tortuosity not appreciable on imaging) likely contributed to the iliac artery dissections. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our edwards affiliate in (B)(4), during a transfemoral tavr procedure, an access vessel dissection was observed. A vascular graft was used to repair the dissection. During the procedure, percutaneous access was obtained in the right femoral artery. A 16fr dilator and a 16fr esheath were inserted without resistance. Upon insertion of a novaflex+ delivery system, significant resistance was encountered. A 23mm sapien xt valve was successfully positioned and deployed in a final 70:30 aortic/ventricular (a/v) position. Upon withdrawal of the esheath, ¿massive¿ bleeding from the access site was observed. Digital subtraction angiography (dsa) indicated no abnormalities. An intimal detachment was discovered adhered to the esheath. An attempt was made to close the access site with a perclose closure device, but it was not successful and an additional perclose was required. Additionally, an angio-seal was used and hemostasis was achieved. Dsa was repeated and it showed blood flow delay with dissection in the access site where the perclose was used. A guidewire was inserted from the contralateral side into the external iliac artery (eia) and a balloon occlusion was performed in the common iliac artery (cia). The access site was opened and the dissection was repaired using angioplasty. Repeat dsa indicated another dissection in the more central side than the repaired site and no blood flow was observed. An epic stent was placed from the more central side to the dissected site. Following stent placement, dsa showed blood flow. A different dissection was then observed by dsa further peripheral of the stent distally. An abdominal pararectal incision was performed and the area immediately below the bifurcation of the eia and internal iliac artery (iia) was opened. The epic stent was removed and a vascular graft replacement was performed. Dsa indicated blood flow of the peripheral side and the procedure was completed. The patient received more than two units of transfused blood during the access vessel repair. The access vessel minimum luminal diameter (mld) measured 5.5mm with no calcification and no tortuosity reported.